Event description:
Company representative reported had an issue with "up.down direction angle down ", reduced angulation" . No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
(B)(6). The subject device was received and evaluated . Device evaluation found the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of "up.down direction angle down ", reduced angulation" was confirmed. Furthermore, evaluation found foreign object in the device nozzle, noted to be attributed to insufficient cleaning (handling problems). Additionally, the following defects were identified during device inspection: adhesive around light guide (lg) lens is peeled. Control unit has discoloration. Lg-bundle is slipping down. Adhesive on a-rubber (adhesive connection) has a chip. Due to dirt on lg bundle, illumination is uneven. Scratch observed on device other parts ( scope cover, forceps elevator (fe) lever, up/down knob, right/left knob, swirch box, scope connector, grip, control unit , a-rubber (insertion section, universal cord, ). The facility's clean, disinfect and sterilize (cds) , reprocessing information were noted below : device was cleaned, sanititized and disinfected prior to send the device for repair. Facility cannot tell when the foreign matter adhered on the device. Not aware of the foreign matter. No delay in reprocessing. Properly done. There was delay to the start of pre-cleaning. Water and air was supplied to the air/water nozzle. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Reprocessing were normal and without issues. Facility noted no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5 to health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the fibrous foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.